Event description:
During procedure, a retrieval basket became impacted in the patient's common bile duct (cbd). The scope was advanced into the second part of the duodenum. A stent was removed with the basket, and multipple stones were in the cbd, one being 10 mm. In size. With the second stone, the basket became impacted in thenarrowed area in the distal cbd. The scope was removed, and an olympus lithotriptor was deployed. The wire of the device broke inside the sheath, and the stone was impacted with the end of the basket in the stomach. Initial attempts to pass a wire into the proximal cbd were unsuccessful. The basket was grabbed with forceps and pulled into the stomach. After an undisclosed amount of time, free air was noted on the exam. The patient underwent surgery for the presumed perforation. However, no perforation was found. Additional information provided by the hospital disclosed the patient has a history of hepatic stones and cbd stricture.